Manufacturer narrative:
Customer is to replace the etco2 module to rectify the reported problem. A replacement etco2 module was ordered for the customer under the warranty process. The customer stated they would replace the faulty module in house. No further action was taken, and none is warranted. The device remains at the customer site.

Event description:
It was reported to philips that the device's etco2 pressure drops. The customer stated that the calibration had been successful after numerous attempts. There was no reported patient involvement.